Event description:
Attorney's report of pt's alleged pain, abscess, infection and explant of the mesh. In 2007, the pt underwent surgery for drainage of fluids, possible abscess, around the mesh and placement of a jackson pratt catheter. On the following month, the pt underwent surgery for explant of the composix mesh and reconstruction with component separation technique and inlay on onlay of surgisis allograft. The pt remained hospitalized for four days before being discharged home.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.